Event description:
Report received from (B)(6) stating that the device had damaged bearings. It is unk if the device used in surgery. Date of the event is unk. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).